Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
The rep reported that: "pt. Fell and ruptured her incision. Dr. Performed an irrigation-and-debridement (I&d), and swapped out the ps insert as part of his I&d protocol. She was washed out back in (B)(6) due to a wound dehiscence incident ((B)(6) 2020). The insert that was implanted in september is the one we replaced today."